Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, she had filled the reservoir a while ago. Customer was attempting to go through priming process and the she found air bubbles in the reservoir. Customer's blood glucose was 174 mg/dl. Customer was advised to perform fixed prime until the air bubbles were purged out. Customer just wanted to change her reservoir and infusion set and was assisted. Customer's blood glucose was 112 mg/dl. Customer was able to fill and reconnect to the insulin pump to continue therapy. Customer is not returning the reservoir for analysis.